Event description:
This patient had the usual complicated history and multiple accesses in the past. Had been dialyzing on a left ij catheter. Her right ij was occluded but the subclavian vein was patent. I used that and had little problem with the placement. Had to use the proximal brachial artery as she had a high bifurcation. She did well for 2 days and presented at the ER with operative pain and shortness of breath. Chest x-ray was clear, oxygen saturation was normal, EKG and troponin normal. She was afebrile with a normal white count. The ER doc sent her home and she dialyzed the next day without problem using her catheter. On the following day she presented again to the ER with sob and chest pain, mostly in the operative area. Her oxygen saturation was 94% and EKG showed only tachycardia as a new finding. Her b-type natriuretic peptide was 1700 but other labs were unremarkable. After a short time in the ER she started to desaturate and have increasing sob. She was intubated and soon after that she had a bradycardia and then asystole. With IV epinephrine she would get a brief rhythm then go into asystole. After 50 minutes they stopped resuscitation.

Manufacturer narrative:
No indication of failure or malfunction of the device was given by the reporting physician. The pre-existing dialysis catheter was left in place as a bridging catheter after the placement of the hero device. Recent communication with the reporting physician indicates they still do not have a final report from the limited autopsy, but in his conversation with the pathologist suggested that she saw organized thrombus that did not appear to be recent. At the time of hero placement there was difficulty in traversing the innominate - superior vena cava junction, which he thought was due to a stenosis but may have been thrombus that propagated further and embolized. The reporting physician feels that since the literature abounds with articles on thrombotic complications of dialysis catheters, that is the most likely source of her pe. Also, the patient had EKG evidence of an acute mi just before her demise but it is not known if that etiology was due to the pe alone or with some other mechanism. Based on discussion with our medical advisor, there is some doubt about the relatedness of this incident to our device as the symptoms would have appeared more abruptly if related to the procedure used to place our device. Additionally, the source of the clots could not be determined conclusively since they could possibly have been from the lower extremities and not the neck vessels involved in the procedure, but this will not be able to be determined due to the autopsy being limited to the chest.